Event description:
It was reported that lead revision was planned due to sensing anomaly and during the procedure isolation defect was observed. The lead was replaced and the patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4).